Event description:
The lay user/patient contacted lifescan alleging the meter read inaccurately high compared to another device. The patient reported blood glucose results of "229 mg/dl" with a lifescan meter and "174 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The issue was not resolved with troubleshooting. There were no allegations of harm or injury.

Manufacturer narrative:
The 510 (k) # is k082590.